Event description:
It was reported that during a procedure to treat a stenosed lesion in the proximal superficial femoral artery (sfa) with no tortuosity, and moderate calcification, pre-diltation was performed with a 6.0 mm unspecified balloon catheter to the rated burst pressure. A 5.5 mm supera stent was implanted in the distal sfa. A 6.5x120 mm supera stent system was advanced without resistance and the stent was deployed without issue. The thumbslide was fully retracted to the start position. Both the system lock and deployment lock were locked. The stent system was withdrawn from the patient anatomy; however, the tip was noted to be separated and remained inside of the patient anatomy. The physician suspected that the tip caught on the stent implant or introducer sheath during removal. A snare device was advanced over the guide wire and used to successfully remove the separated tip from the patient anatomy. Reportedly, no portion of the stent deployed inside of the introducer sheath. It is unknown how close the introducer sheath was to the proximal end of the stent during deployment. The stent did not move from the implant site. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: device: failure to follow steps/instructions (a 6.0 mm unspecified balloon catheter used for pre-dilatation for a 6.5 mm supera stent). The device was returned and the reported tip separation was confirmed. The difficulty removing could not be confirmed due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. It should be noted that the supera instruction for use, the recommended pre-dilatation diameter for a 6.5 mm stent is greater than 6.5 mm balloon. Based on the reviewed information, no product deficiency was identified.